Event description:
An optometrist reported that for the past two years they have been having intermittent issue with dlk (diffuse lamellar keratitis) with both excimer lasers that are at the site. Only one excimer laser is mfg by this company.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).